Event description:
The customer reported that a screw was missing from the piercer probe and fluid was leaking from the cap piercer tubing of their unicel dxc 880i instrument. No erroneous results were generated. The leak was contained to the instrument. The operator wore gloves, eyewear and a lab coat while troubleshooting.

Manufacturer narrative:
During a service visit, the fse did not find any screws missing from the cap piercer probe. The fse said he confirmed a broken blade and a damaged quad ring due to the blade pieces getting lodged in the blade wash assembly. The wash solution was leaking onto sample tube caps due to the damaged blade wash assembly. Leaking from the cap piercer wash assembly onto sample tubes can impact results for any or all chemistries, including critical chemistries. (B)(4).